Event description:
The device involved in this report was interrogated just after the implantation. Communications problems were encountered: on ECG monitor, it was visible that pacing was stopped for few cycles. Pacing resumed when programmer head was removed from the patient.

Manufacturer narrative:
(B) (4). Conclusion: the device switched to standby mode because of a wrong management of internal data by the programmer upon aida programming. This occurred when the physician attempted to save the threshold test result. This explains the reported telemetry errors, and most probably, the ventricular pause. The device was not re-interrogated after this event. Therefore, it was operating in standby mode on (B) (6) 2009, and still operates in that mode if no follow-up was performed since device was implanted. There is no safety issue, and the device can remain implanted. In case the device still operates in standby mode, the implant re-initialisation will be performed automatically by the programmer upon next interrogation of the device.